Manufacturer narrative:
When the case was investigated the reported problem was confirmed. It was found at the bench that display assembly is damaged, to resolve the issue display assembly has been replaced. The device was operational after repairs were completed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that there us damage to the display assembly. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
The device was returned to philips for bench repair. To resolve the issue display assembly had been replaced. Based on the information available and the testing conducted, the cause of the reported problem was display assembly. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.